Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin would stop functioning after delivering insulin. Customer also reported of receiving no delivery alarms during bolus delivery. Customer's blood glucose was unknown. Troubleshooting was performed and customer was not able to remove set to check for site occlusion. Customer was advised to change entire infusion set.